Event description:
Patient reported experiencing elevated blood glucose of 600 mg/dl. Her normal range is 150 mg/dl. She indicated that she addressed her elevated blood glucose through administering insulin injections. Patient reported that the infusion device had been dropped on a tile floor approximately the same time the blood glucose issues began. She admitted that she used her infusion set for 8 days rather than 6 as recommended. Patient reported that she had scar tissue in her stomach and insulin would surface when she changed her infusion sets. She switched to her backup device and her blood glucose returned to normal. Patient indicated that she believed the infusion device was underdelivering insulin. Patient did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.